Manufacturer narrative:
Pump received with high stop current, problem isolated to interface board. Pump passed displacement test, test, self test, unexpected restart error test and off no power test.

Event description:
The customer reported via phone call that the insulin pump was not working correctly. Customer's blood glucose level was unknown. Customer also reported that they had received battery out limit and they were able to clear the alarm. Insulin pump will be returned for analysis.